Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant. It was noted during the procedure that the steel guidewire could not be inserted into the lead completely. The lead was exchanged. The operation was completed. The patient was discharged. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were noted. The reported event for stylet insertion difficulty was not confirmed. A complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead did not find any anomalies. The stylet was able to be fully inserted in the lead.